Event description:
Customer reported via phone, the insulin pump had alarmed button error. The device got a little wet and customer wasn't sure if that may have caused the alarm to occur. Customer was sitting down for dinner when alarm occurred. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.